Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2022).

Event description:
It was reported that approximately two month post port placement in the left cephalic vein for sigmoid colon cancer, the device was allegedly leaked subcutaneously near the port body. It was further reported that the CT examination was performed and revealed that contrast medium leaked around the port body. Reportedly, patient experienced swelling. The port system was removed and another new port system was replaced. The patient current status is reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two month post port placement in the left cephalic vein for sigmoid colon cancer, the device was allegedly leaked subcutaneously near the port body. It was further reported that the CT examination was performed and revealed that contrast medium leaked around the port body. Reportedly, patient experienced swelling. The port system was removed and another new port system was replaced. The patient current status is reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue slim implantable port and a cath-lock loaded to a catheter was returned for evaluation and one medical image was provided for review. Gross visual, microscopic visual, tactile and functional evaluation. The investigation is confirmed for the identified deformation issue as during visual evaluation, the port stem was noted to be compressed and deformed. Further during functional evaluation, the port body and the catheter were patent to infusion and aspiration with a leak noted from the port stem during infusion. However, the investigation is also confirmed for the reported fluid leak issue as contrast extravasation was noted near the port and proximal aspect of the catheter in the provided medical image. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two month post port placement in the left cephalic vein for sigmoid colon cancer, the device was allegedly leaked subcutaneously near the port body. It was further reported that the CT examination was performed and revealed that contrast medium leaked around the port body. Reportedly, patient experienced extravasation. The port system was removed and another new port system was replaced. The patient current status is reported to be stable.